Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized and an external shock was delivered to stop an arrhythmia. The physician wondered about the time needed by the subject ICD to deliver therapy and a possible delay.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191001 - file-2019-02383 - analysis_and_closure_report_resp-2019-01369.pdf].

Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized and an external shock was delivered to stop an arrhythmia. The physician wondered about the time needed by the subject ICD to deliver therapy and a possible delay.